Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. There was no deformation in the area where foreign matter remained. It was confirmed that the instructions for use is being implemented. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to foreign object inside the nozzle, additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, light guide lens had a crack, protector of universal cord on control section side had a scratch, scope cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, flexibility adjustment ring had a scratch, plastic distal end cover had a scratch, switch box had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had a scratch, due to clogging of nozzle water removal ability did not meet the standard value, adhesive on bending section cover had scratch, adhesive on bending section cover had a chip, bending tube was deformed, due to wear of angle wire the play of up/down knob was out of the standard value, scope cover had a scratch, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, the colonovideoscope had a defective air supply. During the evaluation the following reportable malfunction was found: foreign object inside the nozzle due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.